Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, the burr got stuck. The target lesion was located in the very tortuous, severely calcified left anterior descending artery (lad). The physician was attempting to ablate the lesion with a rotablator burr when the burr got stuck in the vessel. The physician tried to remove the burr using dynaglide but was not successful. Force was then applied but the burr could still not be removed. Another guidewire was then advanced next to the burr and multiple balloons (1.5, 2.0, 2.5 and 3.0) were advanced and inflated to try and remove the burr, but were unsuccessful. The physician then cut the shaft and advanced a guideliner to the burr and was finally able to remove the burr. The patient was in atrial fibrillation and received multiple shocks throughout the procedure, but the patent expired.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, the burr got stuck. The target lesion was located in the very tortuous, severely calcified left anterior descending artery (lad). The physician was attempting to ablate the lesion with a rotablator burr when the burr got stuck in the vessel. The physician tried to remove the burr using dynaglide but was not successful. Force was then applied but the burr could still not be removed. Another guidewire was then advanced next to the burr and multiple balloons (1.5, 2.0, 2.5 and 3.0) were advanced and inflated to try and remove the burr, but were unsuccessful. The physician then cut the shaft and advanced a guideliner to the burr and was finally able to remove the burr. The patient was in atrial fibrillation and received multiple shocks throughout the procedure, but the patent expired.

Event description:
It was reported that during a rotational atherectomy procedure, the burr got stuck. The target lesion was located in the very tortuous, severely calcified left anterior descending artery (lad). The physician was attempting to ablate the lesion with a rotablator burr when the burr got stuck in the vessel. The physician tried to remove the burr using dynaglide but was not successful. Force was then applied but the burr could still not be removed. Another guidewire was then advanced next to the burr and multiple balloons (1.5, 2.0, 2.5 and 3.0) were advanced and inflated to try and remove the burr, but were unsuccessful. The physician then cut the shaft and advanced a guideliner to the burr and was finally able to remove the burr. The patient was in atrial fibrillation and received multiple shocks throughout the procedure, but the patent expired.

Manufacturer narrative:
Device evaluated by manufacturer: a distal sheath, the coil and the burr of a catheter were returned for analysis. A wire was returned running through the coil and the burr. A visual examination identified the sheath and coil had been cut from the catheter housing and the housing was not returned for analysis therefore the batch number remains unknown. The distal sheath was returned full of blood. The wire could not be removed from the coil due to the presence of dried blood. The burr was inspected and the annulus was found to be damaged possibly due to the wire hitting off the annulus in attempt to remove the device during the procedure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).